Manufacturer narrative:
Product analysis conclusions: the reported anatomical considerations that were a factor in the inaccurate delivery could be appreciated on the images provided. Although procedural angiograms were available, the exact moment when the stent moved backwards after deployment was not captured, limiting a more thorough assessment of the event. The proximal endoleak likely resulted from the reported inaccurate delivery. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. One (1) image of the product shelf carton label was received from the account confirming the customer facing number (cfn) and serial number matched that reported in gch. The reported inaccurate delivery could not be confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of 36.8mm taa. It was reported that during the index procedure after the valiant captivia stent graft was implanted, the stent moved backwards after being deployed from the trailing edge of the lcca and moved into the aneurysm cavity without sealing the aneurysm. This resulted in a proximal type ia endoleak. Another valiant captivia stent graft was then implanted at the posterior edge of the lcca and sealed the aneurysm. Per the physician the cause of the inaccurate delivery was anatomy related. The patient's aneurysm was on the arch and the aneurysm neck was short. The greater curvature of the thoracic aorta was distorted. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Product analysis conclusion: the delivery system returned with the external slider and tip capture release mechanism in the home position. The was no deformation observed to the delivery system. The reported inaccurate delivery could not be confirmed based on the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.